Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the taxus liberte stent delivery system (sds) and the stent implant. The stent was received detached from the sds. There was contrast and blood visible on the surfaces of the stent implant. The length of the stent implant was crushed and stretched. The tip of the sds was damaged. The balloon was tightly folded with crimp marks showing evidence of the stent securement. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. Microscopic inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in a severely calcified rca (right coronary artery). Rotational atherectomy was performed and one attempt to advance the stent delivery system was made. The stent delivery system was unable to enter the lesion and came off the delivery balloon. The stent was blocked from moving downstream by the lesion and was snared for removal from the patient. The snare and stent were unable to fit into the guide catheter so the guide catheter and sheath were removed. The snare and stent were then removed from the femoral artery causing "moderate" bleeding from the groin area. Pressure was held for an "extended" period of time. The procedure was completed without placement of a stent. The groin was checked one day post procedure and found to be normal. There were no further reported patient complications and the patient status was okay.

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in a severely calcified rca (right coronary artery). Rotational atherectomy was performed and one attempt to advance the stent delivery system was made. The stent delivery system was unable to enter the lesion and came off the delivery balloon. The stent was blocked from moving downstream by the lesion and was snared for removal from the patient. The snare and stent were unable to fit into the guide catheter so the guide catheter and sheath were removed. The snare and stent were then removed from the femoral artery causing "moderate" bleeding from the groin area. Pressure was held for an "extended" period of time. The procedure was completed without placement of a stent. The groin was checked one day post procedure and found to be normal. There were no further reported patient complications and the patient status was okay.